Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective epigastric hernia repair, open procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications total 4 bleeding 1, organ injuries 4, bowel 3, others 1. General complication total 19, fever 2, urinary tract infection 1, diarrhea 1, thrombosis 1, pulmonary embolism 1, pneumonia 2, copd 2, cardiac insufficiency 2, coronary heart disease 1, renal insufficiency 2, others 8. Postoperative complications total 63, bleeding 23, seroma 28, prolonged ileus or obstruction 1, wound healing disorder 12, infection 10. Complication-related reoperations 24. 1-year follow up - recurrence 33, pain on exertion 124, pain at rest 55, pain requiring treatment 52, trocar hernia 2, secondary haemorrhage 20, seroma 38, infection 31.